Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed noise oversensing leading to pacing inhibition on the right ventricular (rv) lead. Device interrogation revealed p wave amplitude variation on the atrial (ra) lead. On (B)(6) 2025, the physician elected to cap and replace the rv and ra lead. The patient was in stable condition.